Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported during shift check an error message appeared, no shock delivered. There was no report of pt involvement.